Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with the tina-quant albumin gen.2 assay and creatinine assay on a cobas c 503 analytical unit. The sample initially resulted in the following values: microalbumin = 8.77 mg/dl. Creatinine = 24.80. The creatinine unit of measure is unknown. The sample was repeated, resulting in the following values: microalbumin = 8.74 mg/dl. Creatinine = 18.60. The sample was diluted 1:10 and repeated, resulting in a microalbumin value of 45.10 mg/dl. The sample was also diluted 1:3 and repeated, resulting in a microalbumin value of 19 mg/dl. The sample was repeated two more times, resulting in microalbumin values of 8.68 mg/dl and 8.43 mg/dl. The sample was repeated using decreased sample volume, resulting in a microalbumin value of 47.2 mg/dl. The sample was diluted 1:11 and repeated on (B)(6) 2026, resulting in a microalbumin result of 47.4 mg/dl.